Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 insyte 24ga x 0.75in catheters broke during use. The first could not be advanced due to "rupturing" upon insertion. A second catheter was inserted into the patient, but advancing it caused it to rupture as well before having advanced the needle. The following information was provided by the initial reporter, translated from spanish to english: "the first attempt of catheter insertion is performed in which the catheter cannot be advanced or can be accommodated by the peripheral route due to rupture of the catheter since once it has contact with the blood it softens and melts the polyurethane. In a new attempt at insertion, blood flow is observed by catheter's body, and then the catheter is advanced and again there is rupture of it without return to the chamber before advancing the needle. Additional information: the customer report that there is no parts of the product inside the patient. There was no leakage. There was no need for medical or surgical intervention."

Event description:
It was reported that 2 insyte 24ga x 0.75in catheters broke during use. The first could not be advanced due to "rupturing" upon insertion. A second catheter was inserted into the patient, but advancing it caused it to rupture as well before having advanced the needle. The following information was provided by the initial reporter, translated from spanish to english: "the first attempt of catheter insertion is performed in which the catheter cannot be advanced or can be accommodated by the peripheral route due to rupture of the catheter since once it has contact with the blood it softens and melts the polyurethane. In a new attempt at insertion, blood flow is observed by catheter's body, and then the catheter is advanced and again there is rupture of it without return to the chamber before advancing the needle. Additional information: the customer report that there is no parts of the product inside the patient. There was no leakage. There was no need for medical or surgical intervention."

Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte autoguard unit from lot 9177504 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the catheter tip. Based off the visual inspection the engineer was able to verify the reported defect. The observed damage was determined have been caused during the catheter tipping process. The manufacturing facility has been notified of this incident and the findings. A project, CAPA#1302123, was performed to correct this issue and the tipping machine has been realigned and cleaned to fix this. H3 other text : see h.10.